Manufacturer narrative:
Patient city: (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in poland it was reported that the patient's infusion set was leaking at site. The infusion set was used for one day. No further information available.